Event description:
A malfunction alarm indicated as "malf 12" was reported. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support assisted with resetting the pump, and after the reset, the malfunction did not recur. The customer continued to use the pump for insulin therapy.